Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt. Additional information phone number: (B)(6).

Event description:
As reported, the 6mm x 4cm 155 saber rx percutaneous transluminal angioplasty (pta) was delivered to the lesion for post dilation; however, the pressure did not rise during its initial inflation. The physician checked if the device was connected to an indeflator and tried again but the same issue continued. It was confirmed that there was a pinhole. Therefore, the device was removed from the patient¿s body and it was replaced with another 6mm x 6cm saber rx balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was at the iliac artery which had 70% stenosis and moderate calcification. A non-cordis balloon catheter was inflated first for a pre-dilation and an 8mm x 8cm smart stent was implanted at the lesion. There were no difficulty noted in the saber balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. An approach was made from the left brachial artery using a 6f 95cm non-cordis guiding sheath that crossed the lesion. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. There was no difficulty crossing the lesion. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. There was no difficulty tracking towards the lesion. The device will be returned for evaluation. No other information was provided

Manufacturer narrative:
As reported, the 6mm x 4cm 155 saber rx percutaneous transluminal angioplasty (pta) was delivered to the lesion for post dilation; however, the pressure did not rise during its initial inflation. The physician checked if the device was connected to an indeflator and tried again but the same issue continued. It was confirmed that there was a pinhole. Therefore, the device was removed from the patient¿s body and it was replaced with another 6mm x 6cm saber rx balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was at the iliac artery which had 70% stenosis and moderate calcification. A non-cordis balloon catheter was inflated first for a pre-dilation and an 8mm x 8cm smart stent was implanted at the lesion. There was no difficulty noted in the saber balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. An approach was made from the left brachial artery using a 6f 95cm non-cordis guiding sheath that crossed the lesion. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. There was no difficulty crossing the lesion. The catheter has never been in an acute bend. The product was removed intact (in one piece) from the patient. There was no difficulty tracking towards the lesion. No other information was provided. The product was returned for analysis. A non-sterile saber rx 6mm x 4cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed on the balloon¿s distal area. Per sem analysis on the balloon leakage observed during inflation test, results showed that the balloon leakage was caused by a rupture on the balloon¿s surface. An axial rupture/burst on the inner surface of the balloon can be observed. The outer surface presented evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon¿s outer surface could have led to the ruptured condition found on the received balloon. It appears the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82184684 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was confirmed during analysis due to the leakage noted during functional analysis. However, the exact cause of the leakage could not be determined. The balloon showed evidence that leakage was caused by a rupture on the balloon¿s surface which would imply that vessel characteristics may have contributed to the event. An axial rupture/burst on the inner surface of the balloon can be observed. The outer surface presented evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object, for example, calcified spicules located on the lesion or a mechanical damage. The vessel was described as having 70% stenosis with moderate calcification. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.